Event description:
Pt returned to hosp for a routine filter removal two months after initial placement, as it was no longer needed. Pre-removal cava gram showed that two of the filter arms were bent upwards. Upon removal of the filter, it was noted that two of the arms were separated from the filter. One of the arms was recovered with the filter and the other arm remains in the pt's vena cava, in the same place as pre-filter removal. Pt is fine.